Event description:
It was reported that balloon rupture occurred. The 96% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 1.20mm x 12mm emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured and the protector tip was damaged. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.